Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material # mz1000-07 and lot # 24085442 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero needless connector was leaking the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the new cap is causing blood to splatter when a syringe is connected.